Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the failure of the tube obstruction test was likely a warning function failure caused by a defect in the device; it might be that the low flow rate sensor on the circuit board was faulty. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the insufflation unit had a faulty protection switch and the circuit was not engaging on low flow rate. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.